Event description:
The customer called for assistance with her contour next. During the call control tests were run, but the meter did not automatically mark them as control tests, which will be displayed as a blood results when accessing the meter's memory. No adverse event was alleged. The test strips are to be returned for evaluation. New strips, meter and control were sent to the customer.